Event description:
It was reported that while in use on a patient on a mechanical ventilator, a tracheostomy tube cuff leak was noted five days post insertion. The patient was reintubated with a tracheostomy tube of the same type without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for analysis. A review of the device history record for the lot number provided found it met all specifications and quality requirements prior to it's release. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. Complaint trends will continue to be monitored

Manufacturer narrative:
(B)(4). The device was discarded. No sample will be returned.